Event description:
"Broke at the hub" no clarification of event obtained from reporter. Event is being reported because inamed's approach to compliance is to resolve all doubts in favor of reporting.

Event description:
"Broke at the hub". Follow-up findings: leakage at or near port tubing connector.